Manufacturer narrative:
Product event summary: analysis found a display issue with the small screen on the device. The price quotation for the repair was rejected by the customer, so the device was returned unrepaired.

Event description:
It was reported that an inspection was requested for the external pulse generator (epg). The epg was returned to the manufacturer for servicing. It was analyzed and tested out of specification. There was no patient involvement.